Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He did note that the unit exhibited a short battery run time and replaced the battery; however, the run time prior to replacement was 90 minutes, which would not be reflective of any contributing factor to the reported shutdown. There was no info in the system error logs to confirm that a shutdown had occurred. The unit was tested to factory spec. It functioned normally and was returned to the customer. The customer's biomed advised that he was also unable to duplicate or confirm the reported problem. The customer has not reported any further issues with the pump. Datascope corp has received and responded to an inquiry from FDA's division of postmarket surveillance related to this event (ref (B)(4)).

Event description:
No pt injury was reported.